Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device delivered four shocks due to atrial fibrillation with right ventricular rate. A representative was called to check the device and upon interrogation, found that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific received information that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient passed away on (B)(6) 2016. The cause of death was liver and renal failure, and not related to the device. The device was not returned to boston scientific.